Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the distal superior mesenteric artery (sma) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician reported that the pod pc would not shape as intended. Therefore, the pod pc was removed from the patient and rinsed with saline on the back table. The physician implanted a ruby coil before making a second and final attempt to implant the same pod pc. The pod pc still did not take the desired shape; however, the physician noticed that the bleed was successfully embolized. Therefore, the procedure was ended. There was no report of an adverse effect to the patient.